Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician pulled the balloon back and the balloon ruptured. The device was removed from the pt, and the pt was converted to approx. 10 minutes of manual compression. The patient was reported as hospitalized (not mynx related). The pt was discharged from the hospital on (B)(6) 2012, with no reported clinical sequelae.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approx 6 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed. The root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.